Event description:
A baxter sales representative reported a twist clamp on a transfer set that was too tight to close. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The returned clamp was judged by the manufacturing plant lab technician to qualitatively exhibit a significantly higher closing force than normal. A batch review of the production lot records could not be done since the lot number was unknown. The root cause remains undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.